Event description:
It was reported that the patient received multiple "dc shocks". The patient was hospitalized and had since recovered. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were still pending, no further patient complications were reported as a result of this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).